Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. No audio or beep anomaly noted. Unable to confirm keypad anomaly and unable to perform any tests due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and beep anomaly. The customer¿s blood glucose level was 141 mg/dl. The customer that they had received a motor error alarm and it would not allow me to rewind. It was also reported that the insulin pump was beeping and unable to press esc. Customer reported that the drive support cap appears normal. The customer was unable to clear the alarm and was unable to complete pump rewind. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.